Event description:
Revision surgery - the patient fell about one week ago and separated the humeral socket shell from the stem at the mores taper. As she was being helped up she experienced pain in her shoulder. The doctor consulted another surgeon on the causes and options.